Event description:
A technician reported five pts with myopic surprises following intraocular lens (iol) implant surgery. Medical records were requested and rec'd. According to the medical records, this pt reported experiencing flickering for one day. The pt had a medical history significant for hypertension, floaters, peripheral retinal drusen, posterior vitreal detachment, and dry eyes (pre-existing). The pt was noted to have a papilloma in the left lateral canthus at a postoperative visit and was referred for f/u of this. Additional information has been requested. There are five medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/02/2010 and 09/28/2010 by phone, fax, and mail. Medical records were rec'd on 08/31/2010. A completed questionnaire has not been rec'd. (B)(4).